Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0865 inches. No delivery anomaly or bolus anomaly noted during testing. Device tested okay. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 300 mg/dl. Other blood glucose level mentioned was 180 mg/dl. The customer was treated for high blood glucose with manual bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was using the insulin pump within 48 hours of high blood glucose event reported. The customer reported that declined troubleshoot for high and low blood glucose level. The insulin pump will be returned for analysis.